Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10482. The pt's scs system included two percutaneous leads from different lots. It was reported the leads had migrated. The physician removed both leads on (B)(6) 2011 and replaced them with one surgical lead on (B)(6) 2011.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.